Event description:
It was reported that during the implant procedure, the pulse generator's atrial connector would not accept the lead. The pulse generator was not implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.